Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the false upstream occlusion alarms which were experienced during evaluation. During the evaluation, the upstream sensor had low fluid numbers. Low ultrasonic readings it would make the pump more sensitive to upstream occlusion alarms. The failed upstream sensor was replaced. (B)(4).

Event description:
During baxter's evaluation of a spectrum pump, the device displayed a constant upstream occlusion message when no occlusion was present. There was no patient involvement.